Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer declined completing troubleshooting with tandem technical support, and reverted to manual injections. Customer's blood glucose level was 239-300 mg/dl. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.